Event description:
Additional information notes that the insertable cardiac monitor was also replaced during initial procedure.

Manufacturer narrative:
The reported event of low battery out of box could not be confirmed. The device was received with battery voltage above elective replacement indicator (eri). Analysis performed, indicated normal device functionality. DHR review confirmed that each manufacturing and inspection operation was performed. The product passed all quality control tests prior to its distribution. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Visual examination, electrical testing and preliminary tests found no anomalies.

Event description:
It was reported that the patient presented in-clinic for an initial implant procedure. Prior to the procedure upon interrogation, it was noted that the implantable cardiac monitor (icm) exhibited low out of box battery. As a resolution the icm was not implanted on (B)(6) 2025. The patient condition was stable.